Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc experienced foreign matter contamination. The following information was provided by the customer: material no.: 382533, batch no.: 8129762. It was reported that particles were found on the IV catheter. Verbatim: I received an email from one of my reps about a surgery center that uses iagbc that has had multiple instances now where they are noticing ¿something¿ on our IV catheters.

Manufacturer narrative:
Investigation: review of the DHR¿s revealed that all challenge, set-up and in-process samples were performed per specification in accordance with the quality control plan and all passed per specifications. No quality notifications were initiated during production. Although units were not returned, three photos were provided for observation of this incident. Photo 1 shown two views: view 1 was of the portion of the top web (label) package from lot 8129762, exp. 2021-04-30 and a 20ga IV unit without the protective needle cover. This view was emphasizing on the package (blister pack). View 2 was of the catheter/adapter assembly of a 20ga iag blood control with the needle/assembly intact and the bottom web (clear blister) of an empty package (blister pack). This photo revealed a small piece of transparent foreign present on the catheter tubing near the tip. Photo 2 shown one view of the catheter/adapter assembly of a 20ga iag blood control with the needle/assembly intact. This photo revealed 2 small white pieces of fm on the catheter tubing; the 1st was near the tip and the 2nd was approx. 1/3 way down from the tip. Photo 3 shown four different views of four top web (labels) and views of four different 20g iag bc catheter/adapter assemblies intact with the needle/hub. The lot numbers on view 2 and 4 were of lot 8241920 and the lot in views 1 and 3 were not visible. This photo revealed a small piece of transparent foreign present on the catheter tubing of three of the catheters. View 1 / unit 1; revealed the fm to be approx. ¼ of the way down the tubing from the catheter tip. Unit 2; did not reveal sufficient evidence to observed any fm. Unit 3; reveal the fm to be at the tip of the catheter tubing. Unit 4; revealed fm to be at approx. ¼ of the way down the tubing from the catheter tip. There was visibly small foreign matter (transparent and white particulate) on the outside wall of the catheter tubing, seen in areas of the outer tubing wall and/or at catheter the tip. Confirmation of the defect of foreign matter, was conclusive based on the observations of the photos provided for this incident. Although the defect of foreign matter was conclusive with the photos provided for this incident, the photos did not provide sufficient evidence to identify the characteristic of the fm, therefore the source is indeterminate. The photos did not provide sufficient evidence to confirm or support manufacturing process related issues for the reported defect; as a root cause was not established for the presence of the foreign seen on the tubing of the IV catheters.

Event description:
It was reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc experienced foreign matter contamination. The following information was provided by the customer: material no.: 382533, batch no.: 8129762. It was reported that particles were found on the IV catheter. Verbatim: I received an email from one of my reps about a surgery center that uses iagbc that has had multiple instances now where they are noticing ¿something¿ on our IV catheters.